Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after the pump alerted for low insulin and dosing stopped, the user acknowledged the alert, completed a supply change, but glucose continued to rise and the user sought care in the emergency department where they received IV insulin and saline; the user stated they delayed changing supplies and the initial cause remained undetermined. Symptoms included insufficiently characterized clinical effects associated with high glucose. Outcomes included effects that could not be fully characterized. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific device findings, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.